Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing resulting in automatic mode switch episodes. The atrial lead was reprogrammed. The patient was in stable condition.